Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter displayed an "error 5" message. The following complaint was classified based on documentation from the customer care advocate (cca). The patient reported that the alleged error message began to appear on (B)(6) 2011 at 4:00pm. The patient informed the cca that she manages her diabetes with insulin (on an insulin pump). It is not known if the patient made any changes to her usual diabetes management routine as a result of the alleged issue. At an unspecified time on (B)(6) 2011, prior to when the product issue began; the patient reported developing symptoms of "low blood sugar" and "sweaty". The patient claimed she treated self with food and/or drink in response to the symptoms. During troubleshooting, the cca confirmed that the patient was using the proper testing technique, but could not resolve the issue. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient's symptoms started prior to when the alleged error message began to appear. In addition there is no evidence of delay in treatment as a result of the alleged issue. However, this complaint is being reported because the product issue was not resolved with troubleshooting.